Event description:
Hill-rom technical support received a report from the account stating the nurse call would not work. The bed was located in the shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting with the account over the phone. The account indicated the bed had the service required led lit. The technical support representative asked the account to obtain the service required code. The account also indicated the bed did not have a sidecom communication cable connecting the bed to the nurse call system. The technical support representative asked the account to obtain a communication cable and connect the bed to the nurse call system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technical support representative contacted the account two additional times to obtain a resolution for this issue, with no response received from the customer. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.